Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter displays an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B)(6) 2010 at 3pm. The pt indicated that he uses an insulin pump to manage his diabetes; however, denied making any changes to his regimen as a result of the reported issue. As a result of the alleged issue, the pt complained of feeling tired 30 minutes later. The pt denied receiving any treatment after the alleged issue occurred. At the time of troubleshooting, the cca noted that the error 1 message appeared when powering the meter on with ok button or with test strip. The meter was replaced. Based on the info provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt's reported symptom of feeling tired does not meet lifescan's criteria for a serious injury. The pt also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.